Event description:
As reported, approximately 1.5 years post op the initial right tka, this 52 y/o female patient was revised due to a loose femur. Patient complained of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 02-012-60-1425, 6588070- logic stem ext 14mm x 25mm. 02-022-35-2509, s054602- truliant tib imp ps insert sz 2.5 9mm. 02-022-45-2525, 6577301 - truliant tib fit tray cem sz 2.5f / 2.5t. 200-07-32, 6771931- advanced patella 32mm 3 peg implant. 204-70-00, 6580135 - tibial stem ext. Screw. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified the discoloration of the underside of the femoral component appears consistent with exposure to bone cement. The absence of bone cement adhesion was noted on the underside of the femoral component. This can indicate femoral loosening, which is consistent with the reported event; however, the reported femoral loosening cannot be confirmed as serial radiography was not provided. The red discoloration on the devices appears consistent with biological remnants. Overall, the tibial insert appears unremarkable for an implanted component. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of their tibial insert in the polyethylene packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user- or patient-related considerations to the event could not be assessed as radiographs and relevant clinical information were not provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.